Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, log files were submitted for review and data from the reported event date of 29apr2204 was reviewed. At 01:56:51 while connected to the mpu, a loss in alternating current (ac) power occurs resulting in a no external power alarm. The no external power alarm resolved sometime before 09:02:40. The backup battery provided support to the system during this loss of power event. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the mpu, the cause of the no external power event, if the patient has the v-lock connector for the mpu ac power cord, and if any equipment was exchanged or returning to abbott; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the mobile power unit were unable to be reviewed due to the serial number information not being provided. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A2-a4: patient age, gender, and weight were requested but not yet provided. Section d4: device serial number was not provided. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files for the patient were submitted for review. The event log displayed 1 transient low battery hazard / no external power alarm on (B)(6) 2024 at 1:56 am while the patient was tethered to the mobile power unit (mpu). This appeared to be caused by power to the mpu being briefly interrupted. There was no interruption to pump support during this event. There were no other unusual events seen within the log file. The mechanical circulatory support (mcs) equipment was operating as expected.